Event description:
(B)(4) - customer alleged that the frame broke. Customer stated a bracket that is a support/pivot for one of the motors broke at the weld. No further information was provided.

Manufacturer narrative:
Additional information will be added as it becomes available.